Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost effective coverage due to the t11 drg lead had migrated. Patient reported a fall and impedances checked exhibited high impedances in most contacts. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention where the entire system was explanted.